Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in a 95% stenosed, moderately calcified, de novo, ostial, right renal artery with one 7.0 x 15 mm herculink elite stent. On (B)(6) 2011, the patient expired. The exact cause of death was not reported however, the patient had experienced diabetic complication, cardiac issues and renal insufficiency. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the following information was received. Originally reported that the patient died on (B)(6) 2011, the actual date of death was (B)(6) 2011. The cause of death was pneumonia, complicated with congestive heart failure. Not related to the renal stenting procedure. There was no additional information received.

Manufacturer narrative:
(B)(4). Date of death / date of event corrected to (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of death and renal failure are known observed and potential adverse events of stenting procedures as listed in the herculink elite renal stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.